Event description:
Hcp reported pump was explanted due to inaccuracy between volume programmed and the volume delivered. The pump was returned to the MFR for analysis. The patient underwent inplantation of another synchromed pump.

Event description:
Pump was explanted due to inaccuracy between volume programmed and the volume delivered. The pump was returned to the manufacturer for analysis. The patient underwent implantation of another synchromed pump.